Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior descending artery that did not have any calcification. The patient presented with ischemia; therefore, a 3.0 x 23 mm xience xpedition stent delivery system was inserted inside a guiding catheter, which was inside the anatomy. However, the device became kinked and when there was an attempt to straighten the shaft, it separated outside of the anatomy. Therefore, it was simply withdrawn and replaced with a non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Correction - return status. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.